Manufacturer narrative:
D6b: added explant date. Additional information: the following information was received: this complaint was not for ischemia. She had neurological symptoms in her right hand and arm. She was transferred for a heart transplant work-up. They do not know if the pump was retained.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5: added updated clinical review. H6: added e0123 and omitted code e0509 per new information.

Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 66-year-old female patient with a past medical history of renal insufficiency presenting with acute decompensated chronic non-ischemic cardiomyopathy in scai stage c shock on inotropes and vasopressors prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient complained of weakness and numbness in the right arm and hand. There was no apparent swelling, hematoma, or bleeding. The patient later reported the symptoms seemed to be improving. The post-procedure outcome was unknown. The patient was later transferred for a heart transplant work up.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 66-year-old female patient with a past medical history of renal insufficiency presenting with acute decompensated chronic non-ischemic cardiomyopathy in scai stage c shock on inotropes and vasopressors prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient complained of weakness and numbness in the right arm and hand. There was no apparent swelling, hematoma, or bleeding. The patient later reported the symptoms seemed to be improving. The post-procedure outcome was unknown. The device functioned at p-7 at 3.7 l/min with no issues. Limb ischemia is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).